Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected/updated data: (patient ID); (date of birth); (date of report); (product device code); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised to address alval.

Event description:
Update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on sep 11, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 17592. Reason for original complaint ¿ asr revision - right side. Reason(s) for revision: alval / soft tissue reaction update: patient details received 22 aug 2012. Update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Added complainant information. This complaint was updated on sep 11, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claimsuite received. Claimsuite allege that plaintiff was revised due to alval / soft tissue reaction. There is no additional alleged information to be reported. Corrected doi to (B)(6) 2009.